Manufacturer narrative:
Returned device was received in decent physical condition. There were cracks on the top left corner of the rear housing. During the evaluation of the device, the issue was unable to be replicated and no fault was found with the device during functional testing or calibration. The rear housing was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that when patient was the cadd legacy plus pump at work, it started beeping continuously. There was no error message displayed, and the beeping was different from the "blocked" alarm beeping. Remodulin was reported to be infusing, 5 mg/ml. No patient injury or adverse event was reported.